Event description:
On (B)(6) 2013, the reporter stated that after placing the catheter on upper arm of the patient, patient took out the catheter by herself. Clinician noticed catheter was cut. The cut portion was not found. Clinician took x-ray but couldn't find the rest of the portion on patient.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.